Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3778-75, lot# v006401, implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for reflex sympathetic dystrophy/causalgia-complex regional pain syndrome. It was reported that the patient¿s device was explanted in two different parts. The generator pushed itself out; it literally came through the skin. The patient noticed this in 2014; she believes it was in (B)(6). The ins was explanted in 2014. In 2015, the wires came out, literally through the skin. After the patient noticed it the healthcare professional operated the next day because the patient could not have wires coming out of her spine. It was noted that the patient did not have any infection. It was also noted that the patient still had the external devices.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.